Event description:
A malfunction was reported with a code of malf 12. There was no reported adverse impact to the customer's blood glucose level. Cts assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was instructed to call back if any malfunction codes reappeared and understood the instructions.